Event description:
The pump replacement was expedited as the pt had some thinning of the skin over the pump. Following the replacement, the pt had wound dehiscence. The wound was secondarily closed. On (B)(6) 2010, the pt was taken to surgery to explore the catheter connection and reason for leak; the pt had a large amount of serous drainage in pocket. A culture was sent. The old connector was without an obvious leak. The connector was replaced; it was noted that the connector had to be trimmed to accommodate the larger tubing of the old catheter. Good csf flow was observed. The device system was used to deliver lioresal 2000 mcg/ml. The reporter believed that the seroma was "less so after her second revision but still there". The pt was discharged home with an abdominal binder. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).